Event description:
It was reported that during pod activation, the pod cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and was not visible when the pod was removed but the pod pink slide moved forward. The pod was not worn. No impact to the patient's glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.